Event description:
It was reported that during a laparoscopic chole procedure, the first device was stuck on the duct and they had to pull it off. The second device was stuck on the duct and had to be pulled off the duct. The case was completed with no patient consequence, but they did not know how it was completed. There was no adverse consequence to the patient. (B) (4).

Manufacturer narrative:
The reported field experience was confirmed. Analysis of the lead revealed the outer insulation was abraded at 8.1cm from the connector pin, exposing the sensing coil. The condition of the insulation could have caused the reported noise. The lead abrasion is consistent with that produced by friction with the ICD can.